Event description:
It was reported that intraoperatively, the arm cart assembly (aca) froze. Patient impact is unknown.

Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca). Review of the field service notes indicates that the instrument drive unit (idu) was reseated and the aca operation was checked. Tests were run on the aca with different sterile interface module (sim) and instruments, and no failures were observed. All ring transfers worked correctly with no issues. All buttons were checked and pressed multiple times with no issues observed. The aca was calibrated multiple times and passed calibration each time. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.